Manufacturer narrative:
Serial number has been requested but unknown at this time. Additional contact:(B)(4).

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy pump for veletri (epoprostenol sodium)(injection), and intravenous pah infusion, the patient experienced fluid retention as the pump was malfunctioning and showing high pressure. Per reporter, the patient was hospitalized the same day. Subsequently, the patient was able to switch to a backup device. No clinical injury was reported. No further adverse effects were reported.